Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The patient performed a factory reset and a supply change at 11 am on (B)(6) and their bg levels were coming into range. Without additional information, a cause for this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported experiencing a severe hypoglycemic event on (B)(6) 2025 with a bg < 50 mg/dl, resulting with ems being called. The patient was treated with glucose gel. Customer care has made multiple attempts for more information, but have not received any from the patient.